Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their blood glucose was near 500 mg/dl. The patient experienced dry throat as a symptom of the high blood glucose. The customer treated via manual insulin injection. Their blood glucose during the call was 469 mg/dl. Prior to the high blood glucose, the customer had been having issues with no delivery alarms. Troubleshooting was initiated for the repeated alarms. The customer changes their infusion set every two to three days. The customer also regularly rotates their sites. The tubing was not bent or kinked. The customer had tried all possible remedies to resolve the no delivery alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement test, rewind, basic occlusion, occlusion, prim and excessive no delivery test. No excessive no delivery alarm noted. Pump had cracked case at display window corner and minor scratched display window.